Manufacturer narrative:
The ir60b reload was visually examined. Examination showed that the knife kicker (a cam which rotates the knife into its cutting position) had been damaged, most likely by the reload's shuttle. As a result of this damage, the knife may have failed to attain its full upright position at the start of its travel, thus resulting in an incomplete cut at the distal end. The root cause of the shuttle's damage to the knife kicker could not be ascertained. Eval summary: the reload knife kicker was damaged during the initial firing and that may have caused distal partial cut.

Event description:
After an ir60b reload had been fired in a laparoscopic sleeve gastroplasty procedure, it was noted that the tissue on the distal end of the staple line had been scored, but was not completely transected. Another ir60b reload was subsequently used to transect the tissue.